Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery because of cord injury. Procedure was psf, laminectomy. Levels implanted: t1/t3. Initial surgery was t4/t11 psf. It was reported that when an attempt was made to remove the mrc set screw, the tip of the obturator and driver broke. There were no patient symptoms reported. There was delay of less that 60 minutes. There were no further complications reported regarding the event. Updated information received on 02-aug-2021: the set screw of the connector (side open / closed type, f5.5 / f5.5, cfn (B)(4) that was implanted in the initial operation could not be removed. An obturator was used, but the tip broke. After that, when an attempt was made to remove the set screw with a mas driver as an alternative, it could remove one set screw, but could not remove another one, and the tip broke. The connector was continued to be used and implanted as it was. The counter torque could not be placed, so it was not used. Updated information received on 04-aug-2021: after the operation on (B)(6) 2021, a fracture developed in the upper vertebral body, and the bone fragments entered the spinal canal, resulting in spinal cord injury and paralysis. Regarding the cause of the fracture, it was heard from the surgeon that "the patient moved after the operation", and the bone quality was poor (tattered). The mrc connector was used to connect (add-on) to the fixation site prior to may 27, 2021. A new set screw was placed at the position where a set screw was removed and it was re-fixed (as a result, it became the same condition as before the surgery). * surgical history before 2021/5/27 date of surgery: (B)(6) 2013 primary disease: unknown fixed range: th11-l4 implant: legacy f5.5, capstone peek reason for surgery on (B)(6) 2021: fracture. No pain, but the patient had a surgery. Implant malfunction: none physician's view on the causes of malfunctions / adverse events: poor bone quality. Updated information received on 05-aug-2021: regarding pli 30: could not determine if the set screw was defective. There was an impression of strong sticking to the mrc main body. Updated information received on 11-aug-2021(rep): only postoperative bone fracture has been reported, no malfunctions with the implant itself has been reported.

Manufacturer narrative:
H3: product analysis #273361424:5584111 lot# sw18d029 visual inspection confirmed the instrument tip has been broken off, consistent with interface during usage. Material hardness inspection confirmed conformance to print specification. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.